Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded an error indicative of voltage too low for the projected remaining capacity during a pre-implant status. A request was made to have data from this device analyzed after a three day wait period. It was reported that error was potentially due to the cold. No disk analysis was done and this device was implanted. No adverse patient effects were reported.